Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification. The lot and serial numbers were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Add'l info was requested, but has not been received to date.

Manufacturer narrative:
The lens was implanted in 2001. The lens is not available to be returned to b & l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Hydroview iol was discontinued and is no longer manufactured by b & l.